Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) high pressure regulator had gouge at the tank seat. Found during pm. No patient involved. No harm reported.

Manufacturer narrative:
Additional point of contact: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - g3. A getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) a gouge was discovered in the high-pressure regulator assembly at the helium tank seating area. The fse replaced the high-pressure regulator assembly (d103-00-0637) and conducted functional testing with no issues observed. All work was performed under maintenance so# (B)(4). The unit passed all safety, calibration, and functionality checks accordance with factory specifications. No patient involved and harm reported. The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of a gouge at the helium tank seat. The fat performed a visual inspection and found the part to have damaged at the helium tank nozzle. This would most likely cause a helium leak. Confirmed the failure with probable cause being a user error. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component code), h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.